Event description:
Pt was born premature and came home on day of event with the apnea monitor. The major problem is that the parents are deaf, can't hear the alarm of the monitor. They were told that they need to buy the assistive devices that will pick the beeps up and alert them at their expenses because those assistive devices aren't approved by FDA. The assistive devices cost them under 300 dollars. Another problem is that the assistive device sometimes pick up the beeps, sometimes it don't. The assisitve device will pick up any sound if the sound lasts three seconds but the apnea monitor produced the rapid and short beeps. When the assistive device finally picked it up, it took 35 seconds to alert them. Time has passed too long, putting the pt at risk of brain damage or other health problems. So rptr borrowed two old assistive devices from the dealer that will pick up any sound in less than a second. It works but the wiring of the assistive devices are all over the room, trying to find the available outlets to plug. They require atleast four outlets to plug the monitor and devices. They are forced to restrict selves in a room, not able to go to bathroom or take shower. They need to order the new device for this monitor and return the borrowed devices. They are expecting to spend add'l 100 dollars, considering to buy the remote receiver so they can walk around the house, it is another 50 dollars. The apnea monitor is useless when in mobility, they have to do the buddy system when going to the dr's visit or any place so one of them have to watch the monitor all the time.